Manufacturer narrative:
The lvad is currently supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced alarms while at home. The pt exchanged power sources and checked the connection without resolution. The pt then exchanged his system controller and the alarm stopped. Seven hours later, the pt suffered a stroke. The pt was not paralyzed; however, he experienced memory loss. The pt remains ongoing on the lvad.